Event description:
The patient reported uncomfortable stimulation with the implant. The patient was seen by an advanced bionics representative for device evaluation. The surgeon decided to replace the implant with another advanced bionics spinal cord stimulator.